Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0rzsf, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient fell, felt shocking at an unknown location, could not work the programmer, and went to the emergency room. The device was turned off and it was recommended that the patient see their doctor for an impedance check. Diagnostic testing or troubleshooting was not performed and would be performed in the future. The cause of the issue was not determined and the issue was not resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative noted that the patient was seen by the doctor on (B)(6) 2015. The patient was (B)(6) speaking and also has some memory challenges. It was reported by the surgeon that the shocking was a result of the stimulation being turned up too high by the patient and his inability to describe the sensation to the staff and the representative. The patient apparently did not fall. The patient was taught again by the doctor's nurse how to use his icon. The patient's symptoms were well controlled. The patient presented post operatively with some dysuria, but they started him on some pyridium and will keep him on hyophen for it. It took a little time to make the patient understand interstim would not help dysuria, so, after they got that taken care of, the patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from nurse at the doctor's office stated the patient is spanish speaking. On (B)(6) 2015 while at the office, the patient complained of shocking in the glut, leg, and ankle area (the patient was accompanied by his english speaking caregiver). The patient told the nurse he did not fall. The patient decided to go to the emergency room (ER) due to increasing concern about the shocking. The patient was not accompanied by his caregiver to the ER and the doctor's nurse believed there was some miscommunication while at the ER. The ER nurse followed up with the manufacturer's representative who instructed her to turn off the device. The doctor's nurse was asked if she knew the cause of the shocking. She stated due to the language barrier, she did not feel the patient was experiencing shocking. She said she thought the patient's stimulation was up a little too high and he did not know how to turn it down. The doctor's nurse saw the patient again on (B)(6) 2015 and performed some reprogramming. Impedances were checked and found to be in a normal range. The patient was set to program 2 (3 positive, 2 negative), pulse width was increased to 300 hz, and stimulation was set at 2.9 v. The doctor's nurse had seen the patient a couple of times since (B)(6) 2015 and the patient was doing well and had symptom control. The patient was currently at 2.6 v.